Manufacturer narrative:
It was reported the patient¿s ipg was unable to communicate with external devices and the leads had multiple fractures. A manufacturer representative confirmed the issue with the ipg and lead. Surgical intervention was taken on (B)(6) 2023 where the ipg and leads were replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00416. It was reported the patient¿s ipg was unable to communicate with external devices and the lead had multiple fractures. A manufacturer representative confirmed the issue with the ipg and lead. Surgical intervention was taken on (B)(6) 2023 where the ipg and lead were replaced.

Manufacturer narrative:
Date of event is estimated.